Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the volume accuracy test. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem was reproduced as an under infusion with an error percentage of (B)(4). A review of the event history log did not show any abnormalities that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as an under infusion. The cause of the condition was determined to be the pressure plate travel which requires adjustment to address the issue. Should additional relevant information become available, a supplemental report will be submitted.